Manufacturer narrative:
Evaluation summary: the evercross dilatation catheter was received for evaluation. It was received loaded in a 6f sheath within which sanguine tinted fluid was noted. Sanguine residue was noted within the inflation lumen port of the y-manifold of the catheter. Sanguine residue was noted within the balloon chamber material. The balloon chamber material exhibited a circumferential separation. The guidewire lumen within the balloon chamber exhibited tensional stretching and accordion folding. The distal balloon separation segment exhibited accordion folding. The balloon chambers distal balloon bond was still attached to the distal tip of the dilatation catheter. All components were accounted for.

Event description:
Physician attempted to treat patient at the distal superficial femoral artery using an evercross balloon. Lesion type was calcified. Target lesion had moderate tortuosity, severe calcification and chronic total occlusion. A 6f sheath and .035 guidewire were used. No issues noted prior to use. IFU was followed. Device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used. It is reported that during inflation, balloon burst at 8 atm. No balloon fragments remained in patient. Procedure was completed using a second balloon. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.